Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 372 mg/dl, 87 mg/dl, 72 mg/dl. Tests were done < 10 minutes apart with a difference of 100%. Patient did not experience any adverse events. No further information has been reported. Note - in the reported issue notes it states that, "372 (new strips), 87 (expired strips), 72 (new strips)."